Manufacturer narrative:
Baxter medical assessment: this is a cell processing issue, where the automated procedure had to be stopped and 85% of the cells were recovered. There is no patient injury reported. As in all cases where the automated cell processing must be halted for cell recovery, there is the potential for cell loss. This can put the patient at greater risk for delayed or failed engraftment. As such, this type of cell processing issue could cause or contribute to an event if it were to reoccur. A request has been made to determine if the facility was able to obtain the intended dose for the patient. Upon completion of the sample evaluation, a follow-up report will be submitted.

Event description:
This is a spontaneous report received in 2009, from a customer about difficulties during an autologous stem cell apheresis performed a day prior, on an isolex instrument with an isolex disposable set (code: r4r9850, batch: h08g23074). After approximately 1 hour, during start of the thrombocyte-wash program, at approximately 30% an alarm code 94 (weight scale #5 > scale bag allowance) occurred. With support and the use of a new isolex disposable set, 85% of the cells could be recovered. Today, it is unknown if this will have an impact on the patient's transplantation. According to the customer, there is a defect on the spinner of the set, which caused the alarm. No patient injury reported.